Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the rad-5v device has missing segments. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was evaluated. Visual inspection found the shell was damaged. The device was able to power on and off using battery power and obtain measurements with all the enabled parameters. The display is stable and all the led segments light up upon start up. Internal inspection found contamination damages on u10 of the system circuit board. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the rad-5v device has missing segments. No patient impact or consequences were reported.

Event description:
The customer reported the rad-5v device has missing segments. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the device was shipped from a local facility to the main office for an evaluation to be completed. There is no evidence of the device having been received at the main office to allow for the evaluation to be completed. In the event the device is located a device evaluation will be completed and a follow up report will be submitted. H3 other text : device could not be located.